Event description:
It was reported that during a surgical procedure, the tourniquet pump would keep filling to maintain the cuff pressure. There was some blood leakage into the surgical site, but there was no reported intervention due to this event. The procedure was completed successfully with the same pump.

Manufacturer narrative:
The tourniquet pump has been received at the manufacturer for testing. An eval will be conducted, and a f/u report will be submitted after the quality investigation is complete.